Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump has a partial display. Customer's blood glucose reading at the time of the incident was not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is not expected to return.

Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked lcd zebra connector. Unable to perform any test due to missing segments/partial display. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.